Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6)-year-old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired. Please reference medwatch reports 1220908-2019-03512 and 1220908-2019-03681 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and functional stress testing of the device. No errors were seen in the device activity logs that would indicate a malfunction. The patient impedance was found to be consistent throughout the event. The device was recertified and returned to the customer. Review of the clinical data file showed that the AED plus performed 3 analyses during the event. During analysis 1, the patient was presenting pulseless electrical activity (pea), which is not shockable. During analyses 2 and 3, the patient rhythm was asystole, which is also not shockable. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction. Analysis of reports of this type has not identified an increase in trend.